Event description:
The customer contacted baxter's technical service center to report water all over his floor. The homepatient (hp) said that he followed all of the lines to look for leaks as well as the drain bag, connections and he could not find anything unusual. The baxter technical service representative (tsr) recommended that the hp end therapy. Follow up with the hp revealed that after further inspection, there was an open clamp on one of the lines that the solution was leaking from. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was requested, however sample availability and lot number is unknown at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint from a home patient (hp) who found leak during drain 1 of 5 was not confirmed and no root cause was determined because sample was not available for evaluation. A batch review was not performed since no lot number was available. However, one of the cause is clamp left partially opened on an unused supply line. Follow up with the caregiver revealed that the cassette was discarded and the patient is doing well with therapy. There was no patient injury or medical intervention associated with this event. The label review found the labeling adequate for the potential use error in this complaint. Baxter will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.